Manufacturer narrative:
Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had multiple deposits or bumps on the edge of the optic after the iol was implanted. The edge of the optic seemed to be rough/irregular in that area. The surgeon could not aspirate them off the iol, nor could she scrape them off completely as they were stuck to the iol. The surgeon feels it is likely aberrations/defects in the iol production and the deposits are possibly iol material, and not foreign material. The iol was implanted with ease, no resistance, and seemingly normal delivery. The product device was discarded. There was no observation of any plunger override or problem. On post-op day 1 (pod1), it was reported that the patient is doing well. No other information was provided.

Manufacturer narrative:
Device evaluation: no complaint product was returned for evaluation. A customer provided photo was received and evaluated. The customer provided photos show the implanted compliant lens with what appears to be damage along the edge of the lens. Due to no lens being received for product evaluation and only a photo being received, no further product evaluation could be perform. The customer provided photographs were evaluated by a subject matter expert (sme). The appearance observed on the picture seems as if the rough /irregular surface is only observed on one part of the edge of the lens making it unlikely to be caused by the manufacturing process. All lenses undergo a milling process where the contour of the lens is defined, after milling a 100% cosmetic inspection of lenses is completed to identify any lathing or milling defects and provide feedback for adjustments or tool replacement as needed. The complaint issue " lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue of ¿cosmetic issues¿ and ¿inclusions¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.